Event description:
It was reported that the superion indirect decompression (ID) spacer broke during the procedure. The patient had their procedure aborted due to device malfunction per the physicians assessment. The patient did well post-operatively.

Manufacturer narrative:
Correction to the initial MDR in block b2. The device was returned to boston scientific for analysis and the complaint was confirmed. Visual inspection showed that the spindle cap was completely sheared off from the implant body. The damage prevented functional testing. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates the failure was likely due to deployment against resistance (e.g. Bone) and/or manipulation of the position of the device by gear shifting of the inserter. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, it did not reveal any anomalies as it states: "do not force deployment or implant breakage or damage to bony structures may result" and "should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy (e.g., lamina, hypertrophic spinous process, etc.), and/or suboptimal implant positioning. Do not attempt to manipulate the position of the device by "gear-shifting" the inserter (i.e., gross cranial/caudal/lateral articulation, fig. 8h), as the mechanical advantage/leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy" finally "deformation, breakage or disassembly of the implant, and spinous process fracture" are a known risk associated with the use of lumbar spine implants and associated instruments is noted within the IFU as a potential complication associated with the use of the device. A risk review was completed and confirmed that the event of a device/component broken/separated during procedure, cancelled/rescheduled - post sedation/sedation unknown, delay to treatment/therapy, and no clinical signs, symptoms or conditions was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all available information, boston scientific confirmed the complaint. The allegation of the implant breaking during the procedure was confirmed due to the spindle cap being completely sheared off from the implant body. Therefore, boston scientific concludes that the most probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that the superion indirect decompression (ID) spacer broke during the procedure. The patient had their procedure aborted due to device malfunction per the physicians assessment. The patient did well post-operatively.